Event description:
It was reported that the patient had to seek medical attention due to a memory error on their personal diabetes manager (pdm). No further information was provided. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported controller issue. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
See b5 for additional information.

Event description:
It was reported that the patient had to seek medical attention due to a memory error on their personal diabetes manager (pdm). No further information was provided. Additional information 11jun25: the patient's legal guardian (lg) reported the pdm had a memory corruption and they had lost all their settings. The lg took the patient to west glasgow ambulatory care hospital to speak to a hcp for them to assist them with adding in the settings. The lg said the pdm was not in use as it happened while the patient was sleeping. The lg said that they had insulin pens that they used until they were able to put the setting in again. The hospital visit lasted for 4-5 hours. The patient was not experiencing any symptoms and was not diagnosed with anything. No treatment was given.